Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl and 156 mg/dl. The customer was treated with food and glucose tablets. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. It was reported that the customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.